Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: during investigation, the pump was returned with a blank display. The pump was opened to find the old cracked. A test display was installed and operated properly. The pump files were unable to be downloaded due to internal printed circuit board damage. Unrelated to the original complaint, the battery compartment was cracked along the side, and from the case seal to the bumper.